Event description:
Event description boston scientific received information that this right ventricular lead exhibited loss of capture and increased pacing thresholds. The physician suspected lead dislodgement, but an x-ray did not show that the lead had moved. The physician indicated that the lead has likely micro-dislodged, but he elected not to intervene surgically due to the patient's age and the longevity remaining on the device. The pacing thresholds were adjusted to achieve capture. There were no adverse patient effects.